Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction for the device was discarded and replaced with another fms, and a replacement product was sent. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to FDA on july 18, 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that there were difficulties in deflating the balloon. It is further reported that the staff were unable to deflate the balloon completely; however, the product was removed from pt's rectal vault without difficulty or apparent injury to the pt, and another fms signal was replaced. Add'l info receive via email dated: (B)(6) 2014 states as follows: "there was 45cc left in the balloon once it was removed. On the first attempt to deflate, 15cc of fluid and 30psi air came out with the syringe. After that they were unable to remove any more. When the nurse pulled out the rectal tube, it was completely inflated with 45cc of fluid."